Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia followed by rapid-ventricular-response as ventricular fibrillation (vf) and delivered inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.